Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant sodium result was due to the improper spinning of the sample tube by the operator. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant advia 1650 sodium (na) patient result was reported to the doctor. The sample was retested in duplicate at the doctor's request and corrected result was reported out. There was no report of patient intervention or adverse health consequences due to the discrepant na result.